Event description:
It was reported that the atrial lead showed noise episodes for several years. At a follow up on (B)(6) 2014 low atrial lead impedance was noted which resulted in a switch from bipolar to unipolar pacing. The lead would be monitored. There were no further consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.